Manufacturer narrative:
(B)(4). D10: freedom 10 deg liner sz 24. Item: 11-107423. Lot: 66781790. G2: foreign ¿ australia. H6: proposed component code: mechanical (g04) - head. The product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to dislocation. During the procedure, the freedom ringloc and head were revised. No additional information available for the reported event.